Manufacturer narrative:
Batch review performed on 08 february 2021: lot 2004292: (B)(4) items manufactured and released on 23-jul-2020. Expiration date: 2025-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported events. Additional device involved: batch review performed on 08 february 2021: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot 179114: (B)(4) items manufactured and released on 26-mar-2018. Expiration date: 2023-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 3 other similar reported events. Clinical evaluation performed by medacta medical affairs director: few weeks after primary rsa dislocation occurs and revision providing more soft tissue tension by a thicker liner is undertaken. The root cause is to be sought in lack (or loss) of soft tissue tension and not in a defective device.

Event description:
The patient came in reporting pain due to a dislocation of the glenosphere from the liner caused by doing pendulum arm swings. The surgeon revised the liner 3 weeks after primary. The surgery was completed successfully.